Event description:
It was reported that after turning it on, the host couldn't detect the electrical stimulation box. After repeated tests, the fault still couldn't be resolved, and the device was stopped using. Also the device could not recognize the stimulator extender. This device was used to diagnose nerves during brain surgery. There was no patient injury.

Manufacturer narrative:
H3: product analysis of the device found that the stimulus board interface had failure. Section g4, ¿PMA / 510(k) #: please note that the involved device is not marketed in the united states; however, it is similar to the united states marketed device (brand name: nim-eclipse® controller, product ID: 945eclc). This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.